Event description:
It was reported that surgery time was delayed greater than 30 minutes while attempting to seat the liner. Back up device was available and the surgery was successful with no further reported incidents.